Manufacturer narrative:
Approximate age of device ¿ 3 years and 9 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital due to pump stoppages when lvad connected to power module. The power module patient cable and system controller were exchanged but the issue did not resolve. An x-ray of the driveline showed no physical damage. It was reported that in addition to the pump stoppage while connected to the power module, the pump stopped on the second day when the lvad was running on the 14volt lithium batteries. As of (B)(6) 2018, the patient remained on full battery support with no further alarms occurring. A non-grounded patient cable for use with the power module was requested for the patient. The patient was listed for an urgent heart transplant. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that pump stoppages occurred on (B)(6) 2019. The patient received a heart transplant on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation results: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events on a battery power. The pump was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft and outflow graft bend relief collar were returned detached from the outflow elbow and the bend relief was not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of depositions or thrombus formations. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed in 10.5¿ through 11.5¿ and 16¿ through 18¿ from the pump housing. Breaches in the insulation of the green and orange wires were observed 11¿ from the pump housing. Breaches in the insulation of the brown and red wires were observed 11.5¿ from the pump housing. Additionally, breaches in the yellow, brown, and black wires were observed 11.75¿ from the pump housing. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the system to stop. If the exposed conductors of any of the wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting short would have contributed to the pump stop events captured in the submitted log files while the system was operating on battery power. No further information was provided. The manufacturer is closing the file on this event.